Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported nausea and vomiting as well as experiencing low back pain after placement of the trial system. A later phone call with the patient determined that the patient was still having pain and she thinks that the "wires may have come out but not sure." A third phone call with the patient determined that the patient was having more pain now that the leads had been removed. The patient stated that she was not told the wire was going into her spinal column and the patient was told in the past not to have spinal taps done because of scarring from a previous c-section. The patient stated that had she known where the lead would be placed she would not have gone ahead with the trial. The patient stated in this call that the nausea and vomiting had resolved. Patient status is unknown at the time of this report.